Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3.supplemental sent to correct information omitted from follow-up # 2 (fu 2). The test strips had been returned and undergone pa analysis prior to the meter; these results should have been included in the previous supplemental. The MFR narrative should have included the text: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint.appropriate evaluation codes have been included in this supplemental. The alert date for fu 2 should have read 2/19/2016 and the date the device was returned to manufacturer should read 2/10/2016

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Description box was incorrectly populated on the original submission. The narrative should read: "on (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 9:33am on (B)(6) 2015 when a reading of 180mg/dl was obtained using the subject meter compared to a reading of 97mg/dl obtained using another device (brand unknown), both readings taken within 30 minutes of each other. In a related complaint the patient obtained a result of 200mg/dl using the subject device compared to a result of 103mg/dl using the other device (brand unknown). Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using pills, diet and/or exercise and reportedly continued with her usual dose including sliding scale after the alleged issue began. The patient denied experiencing any symptoms, however reportedly visited her doctor¿s office on (B)(6) 2015 at 9:22am where she was taken off metformin, given a glucose test and a sample of trulicity. The patient confirmed that her blood glucose was measured using a laboratory device on (B)(6) but the result was unknown. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing, an approved sample site was being used, the patient¿s testing technique was correct and the test strips were stored properly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting."